Manufacturer narrative:
Reliability analysis inspected 2 opened and used enlite sensors. Reliability analysis performed a visual inspection and found that 1 of the 2 sensors had a broken cannula. Reliability analysis was unable to confirm that customer received the sensor in the condition they claimed due to customer returning an opened and used sensor. The final remaining sensor went through a bicarbonate buffer test and the sensor failed per specifications with low readings.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 11.6 mmol/l. Troubleshooting for calibration error alert was performed. Customer advised they are unable to use the sensor for 6 days and they received change sensor alerts. Customer advised they also receive lost sensor alerts as well. Customer advised they calibrate the sensor up to 10 times a day. Customer was advised to only calibrate 3 times per day. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.